Manufacturer narrative:
The only patient information provided was the patient's first name. All other information was unknown at the time of the report. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving an unknown drug at an unknown concentration and dose via an implantable pump. It was reported that years ago the hcp had performed a refill and everything went well. The hcp stated that 5 minutes after the refill the patient complained of dizziness and had to be given narcan. The patient was taken to the emergency room (ER). When the hcp removed the needle, the patient complained of some burning, but had no difficulty refilling. When that pump was accessed there was about 39.8 ml, almost a full reservoir. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) on (B)(6) 2017. It was stated that the even occurred 3 to 4 years ago. The hcp did not remember the patient¿s last name to get any additional information regarding the event.